Event description:
Wound up with 6 burn rings on his hip, 5 of them turned into blisters 2 days after he took off the product [burns second degree] using thermacare lower back & hip for problems sleeping/used 7 hours while sleeping/did not check his skin [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian male patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number l75973, expiration date apr2018, from (B)(6) 2016 at one wrap on hip for seven hours while sleeping for bad hip, arthritic, problems sleeping. Medical history included herniated disc from 1998 and ongoing , ongoing spinal stenosis since forty years and car accident from 1977 when he was (B)(6) old, disabled from an unknown date and unknown if ongoing, neuropathy began a couple years ago in his toes, just got out of hospital and had a steroid block and a balloon was put down one of his veins, currently under the care of a physician for pain management. This was on the opposite side from where the blisters are. This occurred before thermacare use, about 3 weeks ago. Concomitant medication included diclofenac epolamine (flector patch), stays on for twelve hours. Morphine (morphine extended release), 60 mg tablet, twice a day, started 2 years ago (2014), ongoing medication, for back and neck. The patient previously took thermacare heatwraps with no adverse effects. It was reported the patient purchased thermacare heat wraps lower back and hip, used on hip, and wound up with 6 burn rings on his hip on (B)(6) 2016, 5 of them turned into blisters 2 days after he took off the product. Product was put on over a pair of thick underwear, attached to clothing, for 7 hours while he was sleeping on (B)(6) 2016 with outcome of resolving. Blisters are healing up a little bit, has been using a cream on them, and covering them with band-aids. He reported he has one burn left that is still nasty. Two blisters started disappearing on a daily basis, and he stated now has only 3 blisters. He reported he has an appointment with doctor for next tuesday. He classified his skin tone as very light or fair and does not have sensitive skin or any abnormal skin conditions. The patient previously used other heat products for pain relief. The patient reported he was sleeping while wearing the product, he was wearing several layers of clothing over the thermacare product and attached the adhesive to clothing. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did read the usage instructions on thermacare before using the product. The product was not returned to the manufacturer. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of 6 burn rings on his hip, 5 of them turned into blisters as a result of the reported device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of 6 burn rings on his hip, 5 of them turned into blisters as a result of the reported device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Root cause category (tier 1): non-assignable (complaint not confirmed).

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian male patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number l75973, expiration date apr2018, from (B)(6) 2016 at one wrap on hip for seven hours while sleeping for bad hip, arthritic, problems sleeping. Medical history included herniated disc from 1998 and ongoing, ongoing spinal stenosis since a long time ago, about forty years and car accident on 1977 when he was (B)(6), disabled from an unknown date and unknown if ongoing, neuropathy began a couple years ago in his toes, just got out of hospital and had a steroid block and a balloon was put down one of his veins, currently under the care of a physician for pain management. This was on the opposite side from where the blisters are. This occurred before thermacare use, about 3 weeks ago. Concomitant medication included diclofenac epolamine (flector patch), stays on for twelve hours. Morphine (morphine extended release), 60 mg tablet, twice a day, started 2 years ago (2014), ongoing medication, for back and neck. The patient previously took thermacare heatwraps with no adverse effects. It was reported the patient purchased thermacare heat wraps lower back and hip, used on hip, and wound up with 6 burn rings on his hip on (B)(6) 2016, 5 of them turned into blisters 2 days after he took off the product. Product was put on over a pair of thick underwear, attached to clothing, for 7 hours while he was sleeping on (B)(6) 2016 with outcome of resolving. Blisters are healing up a little bit, has been using a cream on them, and covering them with (B)(6). He reported he has one burn left that is still nasty. Two blisters started disappearing on a daily basis, and he stated now has only 3 blisters. He reported he has an appointment with doctor for next tuesday. He classified his skin tone as very light or fair and does not have sensitive skin or any abnormal skin conditions. The patient previously used other heat products for pain relief. The patient reported he was sleeping while wearing the product, he was wearing several layers of clothing over the thermacare product and attached the adhesive to clothing. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did read the usage instructions on thermacare before using the product. The product was not returned to the manufacturer. Conclusion reported from product complaint on (B)(6) 2016 included: root cause category (tier 1): non-assignable (complaint not confirmed). Additional information has been requested and will be provided as it becomes available. Follow-up (19-mar-2016): follow-up attempts are completed. No further information is expected. Follow-up (07apr2016): new information reported from product complaint included: conclusion. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of 6 burn rings on his hip, 5 of them turned into blisters as a result of the reported device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of 6 burn rings on his hip, 5 of them turned into blisters as a result of the reported device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Continued: evaluation summary: root cause category (tier 1): non-assignable (complaint not confirmed).